Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 51.1 ml, rate 2.2 ml. Hr and 48.95 was given. No adverse patient effects were reported. No additional information is available at this time. No additional information available.

Manufacturer narrative:
(B)(6).